Event description:
Toddler with recent diagnosis of type 1 diabetes had repeated hypoglycemia on a plane while wearing omnipod dash pump. Pump settings of basal rate set at 0 units/hr from midnight to 11 am, 0.05 units/hr from 11 am to noon, and 0 units/hr from noon to midnight. Received 0.3 units for 45 grams of carbs earlier that day at 7:53 am. Did receive 0.05 units/hr from 11 am to noon but rest of basal rates 0 units/hr. Dexcom tracing (and reportedly confirmed with glucose meter) at or below 55 mg/dl around 11:40 am, 1:40 pm and 2:20 pm. The parents treated with rapid acting carbohydrates each time. On return plane ride the toddler was not wearing omnipod dash pump and did not have hypoglycemia. Has not had hypoglycemia similar to this on other days before or since then, and therefore concerned if it related to plane ride. FDA safety report ID# (B)(4).